Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) while attempting to load a new cartridge onto the pump. There was no reported impact to customer's blood glucose level. Customer reported they had not tested their blood glucose level. Reportedly, customer has back up manual injections for continued insulin therapy.